Manufacturer narrative:
(B)(4).

Event description:
On 04/11/2016, pentax medical received the following additional information regarding this event. On (B)(6) 2013, the patient had an endoscopic retrograde cholangiopancreatogram (ercp) procedure at (B)(6) using video duodenoscope model ed-3490tk, serial #(B)(4). From (B)(6) 2013, the patient was admitted to (B)(6) hospital. During this admission, the patient had positive blood tests for escherichia coli carbapenem resistant enterobacteriaceae. From (B)(6) 2013, the patient was admitted to (B)(6) hospital. During this admission, the patient had positive blood test for escherichia coli carbapenem resistant enterobacteriaceae and enterococcus faecium.

Manufacturer narrative:
(B)(4).

Event description:
Carbapenem-resistant enterobacteriaceae (cre) infections arising out of (B)(6) hospital, located in (B)(6), were the subject of multiple previous MDR's (MDR#'s 2518897-2013-00004, 2518897-2013-00005, 2518897-2013-00006, 2518897-2014-00001, and 2518897-2014-00002 filed on 09/20/2013, 10/28/2013, 11/12/2013, 03/06/2014, 03/06/2014, respectively). Pentax of america, inc. Filed the 5 MDR's mentioned above based on the duodenoscope allegedly involved in the event. The MDR's included information on each of the thirty-seven patients on the individual forms associated with the relevant duodenoscope-specific MDR. However, each patient did not have a unique MDR number. To ensure full compliance with FDA's expectation of one patient per number, pentax of america, inc. Is submitting additional MDR's to ensure each patient is uniquely identified/reported. MDR 9610877-2015-00068 is being submitted to ensure patient ID (B)(6) is uniquely identified/reported. Going forward, pentax medical will report supplemental information on this patient exclusively to this MDR. MDR 2518897-2013-00005 includes information previously reported on the patient identified in this MDR (ID (B)(6)) and on the device involved in the event (video duodenoscope ed-3490tk/serial (B)(4)).